Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6). Investigation results: device technical analysis: upon receipt at our post market quality assurance laboratory, the rf probes with the electric cable were examined. Visual inspection revealed no damages in the needles. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Risk review: a risk review performed for the leveen superslim confirmed that the event of needle/tines bent and bent/kinked are known events defined in the products risk management documentation. This event has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded.

Event description:
It was reported that the needle was bent. A 2.0/17/15 leveen superslim was selected for use in a radiofrequency ablation procedure in the liver. During preparation, the needle was found bent. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient status was stable following the procedure.

Event description:
It was reported that the needle was bent. A 2.0/17/15 leveen superslim was selected for use in a radiofrequency ablation procedure in the liver. During preparation, the needle was found bent. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient status was stable following the procedure.

Manufacturer narrative:
E1: (B)(6).